Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse performed master tool manipulator (mtm) calibration and sine cycle testing, and it passed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse could not reproduce the reported problem. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the master tool manipulator (mtm) had non-intuitive notion issue during procedure. Technical support engineer (tse) guided site to reseat the sterile adapter (sa), but customer was not in the or and couldn't help with troubleshooting. The issue was intermittent with no error. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a calibration loss of the affected master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.